Manufacturer narrative:
Gbo complaint 15-12. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. Additive content was found within specification. No deviation could be confirmed on the tested samples. We have no further inventory of the material/batch. We have no further complaints on the material/batch.

Event description:
Customer states that they are randomly seeing erroneous electrolyte results. A few patients have been flagged as being out of range, then repeat as normal when reanalyzed. Specimens are drawn on site and are centrifuged within about ten minutes, order of draw is followed, and tubes are inverted six times. The analyzer is a siemens dimension exl.